Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis (fa) found the pitch cable broken at the distal end through a visual inspection of the instrument. The pitch cable was found broken inside the proximal clevis cable hole. Both cable crimps were found to remain installed on the instrument. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. There was also an additional observation that was not reported by site and not related to the reportable failure that was identified: the instrument was found to have the entire length of the main tube surface with degradation. The root cause of degradation of the instrument main tube is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the permanent cautery hook (pch) was last used on (B)(6) 2021 on system (B)(4). The instrument has a maximum of 10 uses. There were 3 more uses remaining on the instrument. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up information was obtained, but the blank patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is blank because the product is not implantable. Initial reporter also sent report to FDA? Is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510k (2020 reports), adverse event, recall (if recall number is given), and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument was observed to have a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-july-2021: the instrument was last used for a benign hysterectomy surgical procedure on (B)(6) 2021. Prior to the procedure, the instrument was inspected and no issues were identified. The instrument reportedly functioned as expected during the procedure. No instrument damage was noted at the end of the procedure. The procedure was completed robotically and there was no reported injury to the patient.